Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an ultrasound endoscopy-guided puncture and drainage of pancreatic pseudocyst with stent implantation procedure performed on (B)(6) 2026. During the procedure, after the electrode was connected, the physician stepped on the pedal, the catheter could not be advance into the cystic cavity and blanching of the tissue was noted. The procedure was completed using another of the same device. No patient complications were reported due to this event and the patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.